Event description:
Pt was standing in their room, talking to nurse, stepped backwards and stumbled over pedestal of IV pole. The pt fell against the wall with the pole and IV pump falling over, striking the pt in the head and on the foot. Wound care provided to pt's right foot.